Event description:
During baxter's evaluation of a spectrum pump, evidence of heat damage was found. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the evidence of heat damage which was confirmed. Evaluation found evidence of overheating on the backflex, which impacted the backflex and the processor printed circuit board. The rear case and processor pcb was replaced.